Manufacturer narrative:
It was reported by the customer that kinesiology tape was used as intended but experienced difficulty removing the product after approximately three days of wear, stating "it stuck a little to well". Customer attempted to take tape off and reported irritated skin with "two blisters on lower back area". Customer stated the strips could not be pulled off after three days and customer "stepped into warm shower to try to get strips off". It was reported that "the tape caused the blotchy red and 2 places of blistering". Customer stated they "put a bandaid over blistering and warm compress" due to reported itchiness and soreness and "took tylenol". No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported by the customer that kinesiology tape was used as intended but experienced difficulty removing the product after approximately three days of wear, stating "it stuck a little to well".